Event description:
During surgery the ring portion of the cervical spine locking plate jumped out upon the insertion of the screw. This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Visual inspection revealed deformation of the ring (oval instead of round); moreover, significant abrasion traces are visible at the contact indentations for the screwdriver. It was reported by the seller the deformation came about during the attempt to reinstall the ring. Therefore the cause of its jumping out is not comprehensible. The abrasion traces however indicate subsequent deformation. The investigation determined this complaint to be indeterminate.